Event description:
It was reported to medtronic minimed that the customer experienced a lost sensor alarm, sensor updating/sg not available, and no communication pump to the transmitter. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn, and mmt-1884l. The troubleshooting was not performed, and no harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-1884l. Updated summary: it was reported to medtronic minimed that the customer experienced loss of communication issue between insulin pump and transmitter, received lost sensor alert and sensor updating alert. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn, mmt-1884l. The troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7040a, mmt-7841zn. Mmt-1884l was requested for return, and the device returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the product was performed. The pump passed the self-test. Unit was received with battery cap missing battery cap contact. Pump communicated and calibrated properly with test guardian link transmitter 3. No communication noted during testing. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No alerts/anomalies/alarm noted during test. Pump was cut open to perform visual inspection and no moisture damage found to the pcba 1, pcba 2, motor home switch and force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, missing display window/cover, stained keypad overlay, label damage (faded), scratched case, and pillowing keypad overlay. In conclusion, customer allegations for lost sensor alarms, sensor updating, and constant calibration were not noted. No communication from pump to transmitter were not confirmed. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.